Event description:
During the investigation on 02/15/2023, the autopulse platform (sn (B)(4) failed functional testing and displayed user advisory (ua) 17 (motor on for too long during active operation) error message. No patient involvement.

Manufacturer narrative:
During the investigation on 02/15/2023, the autopulse platform (sn (B)(4) failed functional testing and displayed user advisory (ua) 17 (motor on for too long during active operation) error message. The root cause for user advisory (ua) 17 was a defective drivetrain motor, likely attributed to the age of the device. The autopulse platform was manufactured in march 2015 and is almost 8 years old, past its expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform failed the initial functional testing due to the user advisory (ua)17 error message. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide, and out of specification. The defective drivetrain motor needs to be replaced to remedy the fault. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The infrared interface of the platform was checked and verified to be functional. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).